Event description:
Event description boston scientific received information that the patient with this pacemaker experienced a syncopal episode and was admitted to the hospital. Upon interrogation of the device, there was no telemetry and the battery status was at 'mid-life'. However, evaluation of the device revealed normal function. The device was included in the insignia microcrystal failure mode 2 population (9/22/2005). A replacement procedure was performed, the device was removed, replaced, and returned for analysis.